Event description:
It was reported that the patient had increased pain and headache, with the feeling of a knot at the catheter site. The device system was used to deliver morphine. A catheter access port (cap) contrast study was performed, and the results indicated that the catheter was not in the intrathecal space. It was reported that the catheter migrated. A catheter kink/occlusion was reported, but this was later updated and reported as catheter dislodgement from the intrathecal space. A surgical revision was performed and the catheter was spliced. The outcome was reported as resolved without sequelae.

Manufacturer narrative:
Product ID 8835 lot# serial# (B)(4); product type programmer, patient; product ID 8709sc lot# serial# (B)(4) implanted: (B)(6) 2012 explanted:; product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).